Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "mid august".

Event description:
A caller reported experiencing skin reaction while wearing the adc freestyle libre sensor. The customer experienced symptoms of redness, itching, swelling, and ¿purple colored¿ at the sensor insertion site. The customer had contact with a healthcare professional who prescribed an unspecified ointment for allergy as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "mid august". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported experiencing skin reaction while wearing the adc freestyle libre sensor. The customer experienced symptoms of redness, itching, swelling, and ¿purple colored¿ at the sensor insertion site. The customer had contact with a healthcare professional who prescribed unspecified ointment for allergy as treatment. There was no report of death or permanent injury associated with this event.